Event description:
The doctor indicated the device fractured. The doctor placed 2 zireal posts on teeth #29+30 on (B)(6) 2013. On (B)(6) 2013, the patient returned with a loose bridge. The zireal abutment on #29 had fractured. There was no patient injury or infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: visual inspection of the returned device determined that a separation (delamination) of the ceramic post from the titanium interface had not occurred, but rather a fracture of the ceramic post. A likely cause is excessive force / over preparation making the walls thin. All 50 abutments from this lot have been shipped and this is the only reported incident to date. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.